Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not lock. The surgeon applied suture without pt injury.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.